Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 37 mg/dl. The customer treated for the low blood glucose by drinking orange juice. Customer declined to troubleshoot for the low blood glucose reading. Customer states that they had a high blood glucose reading of 600 mg/dl during dinner because they forgot to treat for carbs. The customer was assisted with reconnecting the meter to the insulin pump. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.